Event description:
Pt underwent insertion of vhs plate and lag screw in 1999. Pt fell and radiolographs indicated a portion of the plate at the junction of the lag screw hole fracture. Initial fracture site appeared healed and hardware was removed in 2000.